Event description:
Patient reported they provided a letter from their dentist. In the letter the dentist states it is recommended that the patient stop treatment immediately with the byte aligners. The patient is having an adverse reactions in treatment and is not beneficial for their outcome.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.